Event description:
Dealer rep e-mailed in the following: dr (B)(6) is using the supra polishing points and had one break on his first use the other day. I have the broken one if you need it. Spoke to the dentist. The polisher was a small grey flame. It broke on first use. He said he just touched the tooth and had not applied pressure when it split in half. He said no one was injured. He said that he has used the polisher for 2 years and has never had a problem with them. Ref. MFR # 3005665377-2013-00001.